Manufacturer narrative:
Patient¿s birthday was not provided, 1960(B)(6) was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger fell out and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: it was reported the plunger completely came out of the barrel of the syringe. The entire contents of the syringe spilled onto the metal chemotherapy tray. The spill was contained on the tray and patient nor nurse were touched by the antineoplastic agent no injury to patient or staff.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger fell out and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: it was reported the plunger completely came out of the barrel of the syringe. The entire contents of the syringe spilled onto the metal chemotherapy tray. The spill was contained on the tray and patient nor nurse were touched by the antineoplastic agent (no injury to patient or staff.)

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.